Manufacturer narrative:
All available information was investigated, and the reported knotted lock line was unable to be replicated in a testing environment as it was not returned. Additionally, the lock line was observed to be frayed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the returned device analysis, the cause of the reported knotted lock line was unable to be determined. The observed frayed lock line was due to procedural circumstances. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
This is field to report knot in the lock line, requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was placed on the mitral valve a2/p2 with no reported issue. Upon deployment, the lock line was observed to be knotted as soon as the physician unwound the lock line. Eventually, the physician cut both ends of the lock line below the knot. The physician then removed lock line in normal fashion. The clip was successfully deployed without issue, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.